Manufacturer narrative:
(B)(4).

Event description:
Procedure: flap. According to the reporter: plastic surgeon complaint that the surgi clip s9.0 was cutting into small vessels during the procedure of clipping a vessel. The surgeon was not sure if the cutting of vessel came from the clips or the jaws of the instrument. Pt outcome: no harm to pt.